Manufacturer narrative:
The problem was due to debris into flow sensor. After the component replacement the laser sys restarted to work. We are unaware about pt injury, the problem happened during maintenance.

Event description:
The laser sys has the following problem: "low flow chillers". No adverse effects to pt were reported, problem happened during maintenance.